Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). The expiration date is currently unavailable.

Event description:
The device ancora healix broke two wires, which is unusual. Additional information obtained from the sales rep via e-mail on 1-5-2018: it was a rotator cuff repair procedure. The issue was detected during surgery while doing the knot. There was only a minor surgical delay to open a new device. The procedure was completed using another anchor. The anchor with broken sutures was left in the patient. Additional bone hole was made to accommodate another anchor. Alternatives were readily available. The suture limbs broke. The suture was not in contact with the instrument during breakage. The doctor is an experienced doctor and used proper suture management. Update on 1-15-2018: the device will not be returned.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary - the complaint device was discarded, therefore unavailable for a physical evaluation and cannot be confirmed. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A nonconformance was generated concerning the lig vacuum drying validation which is not relevant to the reported complaint. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. Not sufficient information provided to discern a root cause for the reported failure at this time. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Event description:
The device ancora healix broke two wires, which is unusual.